Manufacturer narrative:
Information anticipated, but unavailable at this time. Serial#= ni.

Event description:
It was reported that during a pph procedure, after being fired, only one fourth of the circumference had been stapled. The tissue was hand sewn to complete the case. No patient consequence reported.